Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 23 mm trifecta gt valve was implanted. Per report the patient was on act for atrial fibrillation was directed to stop using the eliquis 48 hours pre-implant procedure. Two days following surgery the patient suffered a stroke and required a cranial thrombectomy. There was no prior history of a cva and the stroke was related to the prosthetic valve per the user. The valve remains implanted.